Manufacturer narrative:
Retainer ring=clear. Customer complained on (B)(6) 2021 the display is blank. Device passed displacement test, self test, active current measurement and sleep current measurement. Device was monitored. No blank display noted during testing. Unit successfully downloaded to thus. Pump trace download analysis confirmed the pump alarmed low battery alert on (B)(6) 2021 15:12:20:000 and replace battery now alarm on (B)(6) 2021 00:28:12:000. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). The power management graph also confirmed the low battery alert and replace battery now alarm were triggered due to moisture damage to the pcb 1 board and pcb 2 board. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case (battery tube and cracked retainer. The p-cap/reservoir does lock properly. No blank display noted during testing. However, the power management graph confirmed the pump alarmed low battery alert and replace battery now alarm due to moisture damage to the pcb 1 board and pcb 2 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not turn on. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.